Event description:
It was reported that the images on the 8800 system are dark when in lateral view. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. Discussed with customer the systems power output limitations and the reported case application. Applications personnel will follow-up with the customer as needed. The system was tested and found to be working as intended and placed back into service.